Event description:
Previously the patient underwent surgery on (B)(6) 2012. On (B)(6) 2013, the patient underwent further surgery for the removal of a old vascular femoral head, a broken nail and a revision of the left ankle and subtalar fusion.

Manufacturer narrative:
The investigation is not complete, trends will be evaluated. This report will be updated when the investigation is complete.